Event description:
It was reported that a catheter issue occurred. An opticross ic imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device got kinked before entering the guide catheter and then became twisted in the guide catheter. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked and rippled. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross ic imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device got kinked before entering the guide catheter and then became twisted in the guide catheter. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross ic imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device got kinked before entering the guide catheter and then became twisted in the guide catheter. The procedure was completed with another of the same device and there were no patient complications.